Manufacturer narrative:
Other applicable components are: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3550-39, lot# n328047, implanted: (B)(6) 2012, product type: accessory. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead.

Event description:
The patient reported that the physician implanted the wrong device, and didn't put the leads in parallel as they should have been. The patient reported that they should have been getting the device that adjusts stimulation automatically, but did not. They noted that the device was implanted on their buttocks cheek right near the belt line, so they were sitting on it all the time. The patient stated that the physician did not secure the leads, which was confirmed by a CT scan about a year after being implanted, and "botched" and "screwed up the deal." They mentioned that they would get horrible shock from the device, and had to turn it off. The patient had the entire system removed, and had a new device from another company put in on (B)(6) 2016. The patient was implanted for failed back surgery syndrome and spinal pain.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3550-39, lot# n328047, implanted: (B)(6) 2012, product type: accessory. Product ID :3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead.

Event description:
It was reported that there was a shocking or jolting sensation when the patient changed position. It was reported that the symptoms occurred after implant. The patient did not feel he should have to carry his patient programmer around and make adjustments first before moving, etc. The patient had one adjustment so far and was of the understanding that the implant would adjust based on his movement. The patient felt he did not benefit from the process. It was reported that the trial did not do this to the patient. The patient felt that the trial benefitted him and that was the reason why he got the permanent implant. The patient's whole goal was to use the stimulation and not have to use as many oral medications so he could interact with his family and be productive. The patient's pain was mostly concentrated in his lower limbs, and the patient expressed dissatisfaction with the health care professional's (hcp) opinions about pain management. The hcp discussed "exhausting all options before possibly putting in a new generator". When the patient arched his back, he could feel the stimulation change and also did this to alter his settings. The patient been adjusting his adaptive "stim", but it was reported to not work as intended and the patient was frustrated with the process. It was discussed that the patient might feel the shock when the device ramps up to a setting after the patient manually changed the setting and then moved into a different position. The patient stated that there was "a difference of 1 voltage or meter" and even the manufacturer's representative questioned this "huge" change between positions. The patient been resetting his adaptive "stim" and manually adjusting it, but the patient was unsure about the mobility position. The patient also experienced the shocking sensation during physical therapy when he was changing positions on the table or when he sat down in his car and put his seatbelt on. The hcp advised the patient to turn off his device during therapy and to make manual adjustments as needed when doing other things ; the patient felt this was annoying and frustrating. The patient reported that his pain was "24/7" and that he sometimes felt like he just "can't walk". It was reported that the patient been with his current hcp for 5 years but felt that his needs were not getting met. It was also reported that they pressurized the patient's discs one time, and the patient did not understand why they wanted to exhaust the settings with the electrode until further discussion revealed that the leads/electrodes moved with the spinal column and impact perception. It was also reported that during preauthorization time with the oral medications, the insurance adjusters would hold the patient's "meds" for two weeks, and the patient would experience withdrawal along with pain increase of symptoms because they did not understand he was on a regiment. The patient was advised to contact his hcp. It was reported that the patient two follow-up appointments scheduled where he would be meeting with the manufacturer's representatives on (B)(6) 2012. The patient met with three different manufacturer's representatives since the implant. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information was received from a consumer. It was reported that the patient stated that their device was obsolete and should have not been put in. The patient stated that he had to be strapped in like a horse to charge. The patient stated that the device added to the problem. The patient indicated they were suffering every day because of the device.the patient also reported dissatisfaction with their new implanted device from another company.no further patient symptoms or complications were reported.

Event description:
Additional information indicated that the patient was still experiencing shocking and jolting sensations when he changed positions. The patient stated that he remained dissatisfied with his health care provider's service. The patient was "very upset with his doctor" and thought the doctor did not implant the device that the patient had expected him to implant. It was unclear whether the patient alleged that the doctor had not implanted a device at all, or if the doctor had implanted an unexpected device. The patient stated that "he could see he was wasting his time with this call" and concluded by stating "he would just handle this himself". No further information was reported.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 37754, serial# (B)(4), product type: recharger. Product ID 37744, serial# (B)(4), product type: programmer, patient. Product ID 3550-39, lot# n328047, implanted: (B)(6) 2012, product type: accessory. (B)(4).